Event description:
Complainant alleged that during biomed testing, the device failed to discharge complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was not observed during review of device data logs. The device was put through extensive testing including bench handling, impedance testing, multiple self-tests and defibrillation cycling without duplicating the report. An internal inspection of the device found no discrepancies. The device was recertified and returned to the customer. This report has been closed as unsubstantiated. Analysis of reports of this type has not identified an increase in trend.